Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the atrial lead exhibited a high capture threshold during testing. While attempting to replace the position it was noted that the helix would not unscrew and would not seat. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event for capturing problems was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.